Manufacturer narrative:
(B)(4). Approximate age of device 9 months. The patient remains ongoing on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that a driveline disconnect alarm was observed during review of the system controller history screen. The patient denied hearing alarms, and was asymptomatic. The system controller log file, and x-rays of the patient's driveline were submitted to the manufacturer's technical services representative for review. The submitted log file was reviewed by a representative of the manufacturer's technical services team and confirmed a pump stoppage event on (B)(6) 2016. The driveline x-rays submitted were found to be unremarkable by the representative of the manufacturer's technical services team. On 09/16/2016, the manufacturer's technical services representatives performed an evaluation of the driveline. The pump stoppage events were unable to be reproduced with external driveline manipulation or upper body movement. Two modified ungrounded patient cables were requested.

Manufacturer narrative:
The patient remains ongoing on pump support and no additional events have been reported at this time. The evaluation of the submitted log file confirmed the occurrence of low speed alarms and pump stoppage events; however, a specific cause for the interruptions in pump function could not be conclusively determined through this evaluation. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.